Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined for disassociation. However, infection is not related to the implants, therefore, no issue was found with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00150 and 0001822565-2021-01607. Medical devices: stemmed tibial component precoat size 5 catalog#: 00598004701 lot#: 63656326. Articular surface with locking screw 14 mm height catalog#: 00599404014 lot#: 62886555. Stem extension offset 11mm dia x 100mm length catalog#: 00598802011 lot#: 63607883. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee revision approximately four years post implantation due to infection. During the revision, it was noted the locking screw had backed out. Attempts to obtain additional information have been made; however, no more is available at this time.